Event description:
Reporter indicated a vns (B) (6) handheld computer was freezing on the interrogation screen. The suspect computer and flashcard were returned for product analysis. During the analysis, it was identified that the flash memory was no longer accessible, and as a result the v7.1 software could not be loaded onto the handheld. As a result, the vns software likely locked up while attempting to access the pt database that was located in the flash memory. No further anomalies were identified using the v7.0 software. No anomalies associated with the flashcard software or database were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.